Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Reprogramming did not resolve the issue. The left ventricular lead was explanted and replaced on (B)(6) 2016. The patient's condition post procedure was good.